Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: unknown, inratio: 3.0, lab: 2.53. Date: unknown, inratio: 4.1, lab: 2.99. Clinical nursing supervisor reports results date between (B)(6) 2011 - (B)(6) 2011. Meter to lab comparison was done side to side.